Event description:
Related manufacturer reference number: 2017865-2021-21779. Related manufacturer reference number: 2017865-2021-21781. It was reported that the patient presented in clinic with a pacemaker system infection. The entire system was explanted on (B)(6) 2021. The physician elected to implant a temporary pacemaker until the infection cleared. The patient was stable throughout the procedure.